Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. The device deformed into a cobra shape while deploying. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was exchanged for a new 24mm amplatzer septal occluder that was implanted successfully. The patient remained stable throughout the procedure and was reported to be in stable condition post-operatively.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6). 2022. During the procedure, the device deformed into a cobra shape while deploying. Device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was exchanged for a new 24mm amplatzer septal occluder that was implanted successfully. The patient remained stable throughout the procedure and was reported to be in stable condition post-operatively.